Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections e1 and g2 were corrected to align with section e3 of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken power switch could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation has confirmed the reported issue of " green cover came off of the power button". Evaluation of the device found power switch at front was damaged with broken protective cover with exposed internal components, its plastic cap was torn. In addition, the connector socket at front and air joint unit found worn out. Housing inspection performed , four (4) suction feet at the bottom with weak suction force was observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "green cover came off of the power button". The issue occurred during device reprocessing. There was no patient involvement on this reported issue. No harm was reported. No patient harm, no user injury reported . Device evaluation found broken power switch. This report is being submitted due to the finding of broken power switch identified during device evaluation.